Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r2005822) on (B)(6)2020. The most recent information was received on(B)(6)2020. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('lumbar pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2010, the patient had essure inserted. In 2011, the patient experienced back pain (seriousness criterion medically significant), menorrhagia ("increasingly heavy haemorrhagic periods over the years since insertion"), alopecia ("hair loss"), skin irritation ("dermatological signs, irritation on the face"), skin lesion ("dermatological signs, irritation on the face and cleavage with lesions"), fatigue ("fatigue"), disturbance in attention ("poor concentration") and abdominal pain upper ("stomach pain") and was found to have weight increased ("weight gain (103 kg to date)"). On an unknown date, the patient experienced arthralgia ("arthralgia for the past three years"). At the time of the report, the back pain, menorrhagia, alopecia, arthralgia, skin irritation, skin lesion, weight increased, fatigue, disturbance in attention and abdominal pain upper had not resolved. The reporter provided no causality assessment for abdominal pain upper, alopecia, arthralgia, back pain, disturbance in attention, fatigue, menorrhagia, skin irritation, skin lesion and weight increased with essure. The reporter commented: the signs started one year after the insertion and have continued up to the present. Patient's current condition: discomfort in daily life, investment in life coaching and nutritional products, and work leave because she was unable to work on the first day of menstruation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 04-may-2020. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('lumbar pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced back pain (seriousness criterion medically significant), menorrhagia ("increasingly heavy haemorrhagic periods over the years since insertion"), alopecia ("hair loss"), skin irritation ("dermatological signs, irritation on the face"), skin lesion ("dermatological signs, irritation on the face and cleavage with lesions"), fatigue ("fatigue"), disturbance in attention ("poor concentration") and abdominal pain upper ("stomach pain") and was found to have weight increased ("weight gain ((B)(6) kg to date)"). On an unknown date, the patient experienced arthralgia ("arthralgia for the past three years"). At the time of the report, the back pain, menorrhagia, alopecia, arthralgia, skin irritation, skin lesion, weight increased, fatigue, disturbance in attention and abdominal pain upper had not resolved. The reporter provided no causality assessment for abdominal pain upper, alopecia, arthralgia, back pain, disturbance in attention, fatigue, menorrhagia, skin irritation, skin lesion and weight increased with essure. The reporter commented: the signs started one year after the insertion and have continued up to the present. Patient's current condition: discomfort in daily life, investment in life coaching and nutritional products, and work leave because she was unable to work on the first day of menstruation. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.